Manufacturer narrative:
The lot complaint history was reviewed, this is the second complaint for the finish goods lot; however, the first for this issue. The device history record shows the product was released per specifications. A wet returned posterior procedure pack was visually inspected and no obvious defects were observed. Microscopic examination of the infusion cannula found no hole or damage to the tubing or cannula. The sample was then tested on a console to check for any fluid leakage or non-conformance. The laser emitting diode rings on the console turned green as the probe connectors were engaged to the console indicating the proper communication between the probe and the console. The ball in the check valve of the drip chamber moved freely per specification. The sample could prime and pass intraocular calibration successfully. No anomalies were observed during priming. No system message code was generated during testing. Fluid flowed from the balance salt solution bottle to the drain bag without any interfering. No leakage was detected from the pump elastomer or on the pump area of the fluidics module. The root cause of the customer's complaint could not be established; the returned sample met specifications. No leakage as detected from the infusion cannula or fluidics management system. After a thorough investigation of this complaint, it has been determined that this sample met specifications; therefore, no corrective action is required at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
This was the second complaint for the finish goods lot; however, the first for this issue. The device history record review showed the order was built and released per specification. The customer did not retain a sample for this complaint report; visual inspect or functional testing could not be conducted. Without a sample, it is not possible to isolate the root cause. No action will be taken for this occurrence, as the root cause is unknown. Quality assurance will continue to monitor customer complaints via the complaint review meetings, and will take action for any future occurrences as is deemed necessary. Consumables manufacturing has been made aware of this complaint. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
An ophthalmic surgeon reported that there was leakage from the infusion cannula during a right eye vitrectomy procedure. The product was replaced and the procedure was completed. There was no harm to the patient. The product sample was reported as being available. No additional information is expected.